Event description:
The manufacturer representative reported that implantable neurostimulator (ins) overdischarge was alleged because the patient had not been using their ins for a long time. The manufacturer representative attempted to start a physician mode recharge (pmr), but was getting the reposition antenna screen. The manufacturer representative was going to attempt to get another implantable neurostimulator recharger (insr) to try to start the pmr; the manufacturer representative planned to follow up with the patient to pull the battery out of overdischarge. There were no reported patient symptoms. On (B)(6) 2016, the manufacturer representative later reported that the overdischarge was resolved and the patient was receiving effective therapy. Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 reported that the battery was not holding a charge and the patient could not get the ins fully charged. Recharging was reviewed, but the ins seemed to only hold a charge for about a day. Information was not obtained regarding any environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2016, and the patient's status was alive with no injury. There were no reported interventions/actions taken to resolve the issue. Surgical intervention was not performed, and it was unknown whether surgical intervention was planned. Additional information was received from the manufacturer representative on 17-may-2016 regarding event cause, troubleshooting performed, and actions/interventions taken or planned to resolve the battery not holding a charge; the manufacturer representative reported that the information found was pretty detailed and went back to issues the patient had when first implanted. The manufacturer representative further reported on 31-may-2016 that it seemed like the battery had always drained quickly. The patient had stopped charging the ins about 4 years ago, and she told the manufacturer representative she just did not want to deal with it. The manufacturer representative stated they were able to do the pmr and charge the ins fully at that time. It was noted that the patient did receive pain relief when stimulation was on. The patient used low voltage, but she still had to charge daily. They had even tried using a different insr, but it did not make a difference. The manufacturer representative did not know if the patient was not charging fully or if it was something else they were not aware of. At this time, the patient was charging, but was considering whether she wanted a replacement; possibly with a non-rechargeable ins. The patient was thinking about her choices and planned to let the healthcare professional know. The patient's indications for use included postlaminectomy pain and spinal pain.

Event description:
Additional information received from a manufacturer representative reported that prior to recovery from the overdischarge the implantable neurostimulator (ins) had been dead for 4 years. The ins charge only lasted a day and the patient couldn't charge past 80 to 85% at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.